Manufacturer narrative:
The device is not available for analysis. The complaint information and the directions for use did not reveal any evidence of device off-label use or failure to follow instructions. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during preparation of a photoselective vaporization of the prostate (pvp) procedure the console displayed error 180. There was no clinical consequences to the patient; however, the patient was present and sedated when this error occurred and there was no procedure done.